Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file does not contain further instances/related events of the reported event. The devices were intended for use in treatment and were returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the devices all indicator lights were solidly illuminated and the devices did not function. No performance data could be extracted from the devices which confirmed a relationship between the event and the devices. The investigation has been concluded as a ¿software problem¿. Further actions by smith and nephew are ongoing at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during npwt, the pico 14 15cm x 15cm pump had all four lights stay lit. The treatment was completed with another pump. No patient injury or other complications were reported.